Manufacturer narrative:
No conclusion code available. Only the distal portion of the lead was returned in one piece measuring 53.6, 56.3 and 92.5 cm from the outer insulation, inner insulation and stretched inner and outer coils. Failure event observed during analysis. Final analysis found external insulation abrasion noted at 6.4-7.4 and 9.0-9.4 cm m from distal tip consistent with friction to another device or feature of patients¿ anatomy.

Event description:
This report is to advise of an event observed during analysis.